Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was used during a stent implanting procedure for a 4cm malignant stricture in the lower choledoch, performed on (B)(6), 2010. According to the complainant, when the stent was partially deployed, it was difficult to withdraw the sheath, and the stent was unable to be reconstrained. The stent was removed from the patient, and the procedure was completed with a wallflex stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Stent, partially deployed. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted and there was a series of kinks visible along the distal end of the outer sheath. During analysis, it was possible to partially deploy, reconstrain and fully deploy the stent with some resistance being noted. No issues were noted with the deployed stent or the inner lumen that would have contributed to the complaint incident. The most probable root cause is operational context. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was used during a stent implanting procedure for a 4cm malignant stricture in the lower choledoch, performed on (B)(6), 2010. According to the complainant, when the stent was partially deployed, it was difficult to withdraw the sheath, and the stent was unable to be reconstrained. The stent was removed from the patient, and the procedure was completed with a wallflex stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".